Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated the pump dispensed all the insulin and received a "no cartridge detected" warning during the load cartridge step. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2013 with the following findings:the black box recorded several no cartridge detected alarms and zero force loss of primes. Investigators performed pump rewind, load, and prime with no loss of prime. The force sensor calibration reading was within specifications. The pump was opened and removed from case and the force sensor circuit was inspected. There was corrosion on the force sensor plate and the force sensor flexes connector. Investigators were unable to duplicate load step malfunction. Investigators confirmed issue in history but were not able to reproduce during investigation. There was moisture in pump.